Event description:
Reference medtronic sofamor danek MDR# 1030489-2008-00659 for the fusion. Cage device. It was reported by a non-medical professional that in late 2006, the patient underwent a left l4-5 and l5-s1 transforaminal lumbar interbody fusion including the placement of pedicle screws and a fusion cage. In early 2007, the patient returned to the hospital with worsening back pain and leg weakness. A revision surgery was performed two days later, due to retropulsion of the l4-5 fusion cage that was impinging on the left nerve root. As a result, it is alleged that the patient has paralyzation of his left foot. It is also alleged that the nerve integrity used during the surgery in late 2006 is defective.

Manufacturer narrative:
Cage device. Neither the device, print outs of applicable nerve monitoring events, or films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.